Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance of the device, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the reverse locking mechanism was blocked and the motor reverse system was damaged which led to the malfunction on the compact air drive device. It was further determined that the device was worn. The device failed the following pre-tests: check status of development, general condition, check reverse locking mechanism, check for air leak, check triggers for fwd / rev mode, check for excessive noise and check starting behavior. It was noted in the service order that the motor reverse system was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.